Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, the universal insert spacer sz 7-8 11mm broke into two pieces during removal. Surgery was performed, without any delay, with a smith and nephew back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed that the device broke into two pieces. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as the device is broken and a back up was required. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed